Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was dropped into the bathtub prior to the alarm. The user's blood glucose level was 160 mg/dl. There was a delay in clearing the alarm; however, insulin delivery was resumed.